Event description:
It was reported that via a merlin.net transmission, an incorrect diagnosis of non sustained lead noise episode was triggered due to sensing latency on the far-field channel. Patient to be scheduled for reprogramming. Device remains implanted.